Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited pacing inhibition and sensing issues during an implant procedure. The patient is pacemaker-dependent. The rv lead was replaced with a competitor rv lead, which resolved the sensing issues and pacing inhibition. This ICD remains in service. No additional adverse patient effects were reported.